Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states customer was given novolog based on result of 162 mg/dl obtained on the advantage system while using comfort curve test strips. 15-20 minutes later the customer became disoriented and unresponsive; caller contacted an ambulance which arrived 15-20 minutes later. Customer tested 26 mg/dl on the professional meter; caller treated him with orange juice and emergency medical technicians (emts) treated the customer with an IV containing glucose. Customer's low blood glucose symptoms improved within 10 minutes. Requested return of suspect device and replacement was sent.